Manufacturer narrative:
The following items were provided by the customer for complaint investigation: -one used list #unknown, infusion set; lot #unknown, one used list #011-h3393, 28 cm (11") add-on set w/2 check valves, vented cap, non-dehp; lot #unknown, one used list #unknown, glucose fresenius 5% freeflex 250 ml fresenius kabi intraveous bag; lot #13tir151. One used list #unknown, extension tubing with filter; lot #unknown. One used list #unknown, chlorure de sodium fresenius 0,9% freeflex 250 ml fresenius kabi intravenous bag with paclitaxel; lot #13tlf071. As received, the back check valve was separated from the trifurcate of the used 011-h3393 add-on set. Evaluation of the bond area under uv light showed gaps in solvent coverage. The intact bond was tested for bond integrity per product specifications. The representative bond met product specifications. The reported complaint of separation can be confirmed. The probable cause is due to insufficient solvent applied during the manual assembly process of manufacturing. There is a CAPA that is related to this complaint issue. A device history record review could not be conducted because no lot number was identified. Corrected information can be found in b5 and concomitant product, e3, g2 report source.

Event description:
Additional information was received by the customer on april 14,2025 stating that there were no adverse events, there was no blood loss, the treatment could be completed by connecting at other tree access sites, there was no unprotected exposure to any cytotoxic product for a patient nor for a health professional, additional medical intervention was not required, there was no need for a special kit to be used to clean the leak, there were no visible signs of malfunction, damage, stress or wear with the device, no information for the set-up used can be provided. Further, the sample device contains paclitaxel.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2025 has been used as a placeholder. D4, g4: model number is not sold in the us but similar device is sold under model b33372. This product was used for the product code, and 501k. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
The event occurred on an unspecified date and involved a 28 cm (11") add-on set w/2 check valves, vented cap, non-dehp where it was reported there was a disconnection between the hard plastic part with the screw thread and the flexible part of the tubing. There was a leak of a chemotherapy premedication which was passing through the tubing at the end of infusion. The patient was in stable condition, and no one was harmed. The treatment could be completed by connecting at other tree access sites. No visible signs of malfunction, damage, stress or wear with the device. The device was stored as usual in the storage drawers without any special temperature, pressure or other constrains.